Event description:
It has been reported that device did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device eval pending - issue is being reported as alert could not be cleared by user.